Event description:
Complaint received stating, "customer claims while wearing reaction knee brace, felt lcl tear.." Customer refuses to return product for eval. Pictures forwarded from customer originally did not show damage. Later photos did show damage to brace. Cause of damage unclear based on e-mail conversations from customer. Customer indicated that he would be visiting a surgeon regarding the injury, but no data has been received confirming need for correction at this time.